Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad of the referenced device was said to have been detached and it was hanging off the device. The intended procedure was said to have been completed with no pt injury reported. The user facility reportedly discarded the device.

Manufacturer narrative:
Olympus f/u with the sales rep to obtain add'l info regarding this report. The sales rep reported that there had been no device fragment dislodged into the pt's body cavity as a result of this incident. The referenced device reportedly was only used on soft tissue. The device referenced in this report was not returned to olympus for eval as the user facility reportedly had discarded the device. The exact cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.